Event description:
It was reported that during an exhibition, the blade was "pumping" up and down by approximately 2-3mm when being used with a s7 saw, (B)(4). It was further reported that there was no patient involvement as this event occurred during an exhibition.

Event description:
It was reported that during an exhibition, the blade was "pumping" up and down by approximately 2-3mm when being used with a s7 saw, (B)(4). It was further reported that there was no patient involvement as this event occurred during an exhibition.

Manufacturer narrative:
The blade subject to this investigation was returned to the manufacturer for evaluation. Lot number information was not available to permit further evaluation. Once the returned blade is evaluated, a follow up MDR will be submitted.

Event description:
It was reported that during an exhibition, the blade was ¿pumping¿ up and down by approximately 2-3mm when being used with a s7 saw, 7208000000. It was further reported that there was no patient involvement as this event occurred during an exhibition.

Manufacturer narrative:
The handpiece associated with this device has been returned. The investigation is on-going.

Manufacturer narrative:
The returned blade was measured where possible and all critical specifications were met. The investigation is ongoing.